Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call the blood glucose level was high . The blood glucose level was above 500. Customer was declined troubleshooting for high blood glucose level. The insulin pump will not return for analysis.